Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 225 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.